Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-2329 (lot: 0011659459); product type: 0195-heart valves; implant date n/a; explant date n/a product analysis: the suspect complaint product was received at medtronic¿s quality laboratory inside the jar filled with clear unknown solution. Visual analysis showed the valve appeared discolored showing evidence of blood contact with the frame in a marginally compressed state. All leaflets were stiff and slightly pliable. All leaflets showed severe creases and imprints. As received, all leaflets were in a partially closed position with a large gap between the free margins. Remnant bloody host material was found on the tops of all commissures. Commissures appeared intact. Creases and imprints were found on the leaflets and valve skirt. The valve was submerged in a warm saline bath. The valve appeared to maintain the compressed condition possibly from being in the received crimped state for an unknown duration of time. Due to the condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It is unknown if there were any patient anatomy issues that may have prevented the valve from fully expanding. A post-implant balloon dilation was not reported as attempted to resolve the valve's under expansion. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. It is not reported if the crown overlap "up to the fourth node" included the fourth node. If so, the load would be considered unacceptable, a potential contributing factor for the under expansion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was checked under fluoroscopy and a crown overlap was noted to the 4th node but did not appear to beyond. During the first deployment attempt, the valve appeared constrained and was questionable for an infold. The valve was recaptured and redeployed again. There was no apparent infold noted but the implant depth was at 0 millimeter (mm). The valve was recaptured again and redeployed, this time the implant depth was too deep. The valve was removed due to the recapture limit. A new valve (f559597) was loaded with a new delivery catheter system (dcs). Upon inspection, a crown overlap was noted to the 4th node. It was considered that due to the issues with the first valve, a decision was made to have a new valve loaded. A new valve was loaded and two nodes of a crown overlap was noted. The valve was deployed and implanted successfully. No adverse patient effects were reported.